Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18498. It was reported that the patient experienced pain and burning sensation at their ipg site and down their leg following a fall. The patient also experienced ineffective stimulation on their right side. Reprogramming was attempted, but was unable to restore therapy. Imaging did not show signs of migration. Additional information received stated that the patient fell again in (B)(6) 2021 wherein the paddle lead had migrated. In turn, surgical intervention was undertaken wherein the entire scs system was explanted on an unknown date. A new system was implanted on (B)(6) 2021. Post-operatively, stimulation therapy was restored.